Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri implantable pacing lead 2013-(B)(6). (B)(4).

Event description:
It was reported that the patient's right ventricle (rv) lead had a micro-dislodgement, and high thresholds were observed. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.